Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Eval, results and conclusions: IFU recommends inspecting the stent following removal of the protective sheath to assure it has not been damage or displaced. Incorrect sheath removal technique. Device eval: the stent was returned on the stylette covered by the protective sheath. The balloon had been inflated. Crimp impressions were evident along the balloon. The distal and proximal end stent segments were flared. The entire stent was flattened/pinched.

Event description:
The physician was attempting to implant a 4.0 mm diameter x 15 mm length integrity rapid exchange (rx) coronary stent in a pt. During the balloon inflation it was noted that the integrity stent was no longer present on the stent delivery system. The stent had slipped off the balloon prior to use and was located inside the protective sheath. There were no issues noted with the hoop or device packaging prior to use. No clinical sequelae were reported.